Event description:
The liner would not seat completely into the cup. The doctor had to cut it into tiny pieces to get it out of the cup and threw it in the contaminated waste container; so there was nothing to return. The surgery was extended very slightly and the patient was not affected.